Manufacturer narrative:
Introducer was not returned for investigation. Important details related to the introducer placement and leading to the vascular damage is not available. Therefore, the root cause of the vascular damage - peripheral vessel issue was not determined since product was not returned and insufficient clinical information was provided.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported a 61-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was impella cp support and the patient sat up during percutaneous coronary intervention and access site bleeding occurred. A femostop was placed right when the patient arrived to ICU (after pci / percutaneous coronary intervention), and four units of blood were given to the patient. Vascular surgical repair was performed on the artery and the bleeding was resolved. The site looked good and patient had distal pulses. Reportable due to vascular damage and necessary intervention.